Event description:
It was reported that the patient was admitted for heparin bridging prior to colonoscopy for transplant listing. They were noted to have elevated white blood cells (wbc's) and worsening driveline drainage. The patient had no fever and blood samples had been negative to date. A wound culture was performed and was found to be methicillin-resistant staphylococcus aureus (mrsa) positive. They were started on a course of vancomycin. A computerized tomography (CT) scan revealed thickening soft tissue around the outermost part of the driveline. The patient was scheduled for an incision and drainage of the driveline. The CT revealed no fluid collection.

Manufacturer narrative:
The onset of the patient's driveline infection is reported under manufacturer report number 2916596-2022-00774. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The onset of the patient's driveline infection is reported under manufacturer report number 2916596-2022-00774. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for heparin bridging prior to colonoscopy for transplant listing. They were noted to have elevated white blood cells (wbc's) and worsening driveline drainage. The patient had no fever and blood samples had been (B)(6) to date. A wound culture was performed and was found to be (B)(6). They were started on a course of (B)(6). A computerized tomography (CT) scan revealed thickening soft tissue around the outermost part of the driveline. The patient was scheduled for an incision and drainage of the driveline. The CT revealed no fluid collection.

Manufacturer narrative:
B5: additional information.

Event description:
Additional information revealed the patient had a vacuum-assisted closure (vac) dressing placement following an incision and drainage on (B)(6) 2022. The patient was discharged on vancomycin until (B)(6) 2022 with the likely plan to transition to long-term oral doxycycline after a complete course of intravenous antibiotics.